Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device was explanted after the patient had a cardioversion because the device was no longer functioning appropriately. No other information was provided.